Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products. 5086mri lead implanted: 2013-(B)(6).

Event description:
It was reported by the patient their device had moved and required a surgical revision of the device pocket approximately 90 days after the implant procedure. It was further noted that the device has since moved "drastically" and is causing severe pain. The device remains in use. No further patient complications have been reported as a result of this event.